Event description:
This case was initially received via regulatory authority (ansm, reference number (B)(4)) on 03-jul-2018. This spontaneous case was reported by an other health professional and describes the occurrence of dysmenorrhoea ("cyclic pain") in a female patient who had essure (batch no. D60144) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), fatigue ("tiredness") and migraine ("migraine"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy, integrity of tubes, not tubal effraction). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, fatigue and migraine outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, fatigue and migraine with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-jul-2018 for the following meddra preferred term: dysmenorrhoea. The analysis in the global safety database revealed 299 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-jul-2018. The most recent information was received on 10-aug-2018. This spontaneous case was reported by an other health professional and describes the occurrence of dysmenorrhoea ("cyclic pain") in a 43-year-old female patient who had essure (batch no. D60144) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) , the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), fatigue ("tiredness") and migraine ("migraine"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, fatigue and migraine outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, fatigue and migraine with essure. Diagnostic results: post removal findings: integrity of tubes, no tubal effraction. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.